Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced irritation and inflammation at the implant site and developed an infection. Subsequently on (B)(6) 2015 the patient underwent a surgical procedure to have an internal magnet implanted. The implanted device remains.